Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling, leading to leakage and fluid invasion of the scope connector. This then caused and anomaly of electrical parts and the suggested event occured. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had an e315 unsupported scope error message. The issue was observed during maintenance; therefore, no procedure or patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. E315 was reproduced in the repair center. Additional device evaluation findings were as follows: the distal end adhesive was lifting, the scope connector had water ingress, the biopsy channel leaking, the up/down/left/right angle was not to specification, and the up/down/left/right angle had play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.